Manufacturer narrative:
The customer¿s report that the top of the tubing ballooned and burst was confirmed. During visual inspection it was noted that the silicone segment was completely separated from the upper fitment. The retainer ring for the upper fitment and silicone segment connection was still attached to the silicone segment. The remaining upper portion of the set, including the upper fitment, tubing, smartsite, and drip chamber were missing and not returned by the customer. The silicone segment tubing had slight discoloration and was weakened just below the area where it attaches to the upper fitment. Functional testing was deemed unnecessary due to the set¿s missing upper portion. Dimensional testing indicated the inside diameters of the tubing and the retainer ring were within the specification. The root cause of the balloon and tubing separation was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an IV fluid infusion, the pump was beeping high pressure and when the nurse opened the door, the top of the tubing was ballooned. The nurse went to remove it from the pump, and the soft tubing segment burst and splashed on her. No patient or clinician harm was reported due to the event. And the customer alleges no IV push occurred. No other event details were provided.